Event description:
Pt stopped responding to cochlear implant after a fall in 2000. Because the implant did not respond to diagnostic tests, the patient's clinicians and cochlear staff felt that the device may have failed. Upon exploratory surgery with possible reimplantation, it was noted that the internal magnet had been displaced with the fall. The magnet was replaced into the same implant. Pt again responding to implant.